Event description:
(B)(4). Daily headaches/migraines, nickel allergy, cysts, pain, irregular periods, heavy cycles with heavy clots, left side pain, low back pain, no sex drive, inability to orgasm, brain fog, memory loss, irritability, metallic taste in mouth, dental issues to the point of having a full set of dentures within one year of placement, hot flashes, dizziness, nausea, vomiting, mood swings, ringing in ears, hives/skin rashes, blurred/unfocused vision, anxiety/panic attacks.